Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage keypad trace. Scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked.

Event description:
It was reported that the customer received a button error alarm. No blood glucose readings provided. No further information provided.